Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact on the customer's blood glucose level. The customer followed technical support¿s instructions to reset the pump, and the issue was resolved without the malfunction code recurring. The customer was advised to call back if the problem happened again.